Event description:
It was reported that during a hysterectomy procedure, the jaws on device would not open or close. The problem was noticed at start of case and another device was used to complete the procedure. There was no adverse consequence to he pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.